Event description:
The patient stated that she went to dinner and due to her food consumption, bolused extra insulin at 9:30 pm before going to bed. She reported that at 11pm, she tested her blood glucose and it was 14 mmoi/l (252 mg/dl). The patient stated that she woke up the following morning and her blood glucose was 21.8 mg/dl (392 mg/dl). The patient then attempted to bolus on her infusion device when she noticed that the infusion device did not have any power. She reported that the infusion device had lost power without any warning. She reported feeling sick to her stomach. The patient was advised to change her power pack. The patient reported that her power pack had been in use for approximately 1 month. No medical treatment was reported. No product will be returned.